Manufacturer narrative:
The distributor returned two vials of the contour ts test strips. The first bottle of test strips with lot # 0mm3f02a had an extended expiration date of nov-2023, when the correct expiration date was dec-2022. The second bottle of test strips with lot # labeled as 0mm3f02a showed the lot # from the bottom of vial as 0lm3f02. The expiration date for the second bottle was also extended to nov-2023, when the correct expiration date was nov-2022. It was also discovered that the high control ranges on the second bottle were incorrectly printed and it was missing the arabic language from the labeling and packaging.

Event description:
An ascensia distributor from (B)(6) found that multiple retail outlets had a supply of contour ts test strips that were manufactured for the market in (B)(6). The contour ts vials were relabeled with an extended expiration date, incorrect control ranges and were missing the arabic language on the packaging and labeling. There was no allegation of an adverse event. The test strips were returned for investigation.